Event description:
Add'l info rec'd from MFR 3/28/01: MFR would like to inform FDA that the complainant did not contact them directly at the time of the complaint, and this is the first time MFR has been informed of this incident. Since the incident report does not include a lot number, it is very difficult to trace the records to the specific lot. MFR has reviewed the records before and after the incident date and cannot see anything unusual in the mfg of the product. Additionally, MFR has manufactured and sold several thousand endometrial curettes each year since 1995 and has never received complaints of a similar nature.